Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that the infusion set fell off on (B)(6) 2024 within 18 hours of use. Blood glucose at the time of issue was reported 200's mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.